Event description:
The home pt's family member reported a 2240 alarm during drain 1/4 of automated peritoneal dialysis with the homechoice machine. It is reported that during the first dwell the pt disconnected and did not reconnect until after the machine went into the drain cycle. At that time the pt reconnected but the machine did not allow therapy to continue. The pt discontinued treatment and restarted with new supplies. There is no pt injury or medical intervention reported by the home pt.